Manufacturer narrative:
The reported event of backup operation was confirmed on the implantable cardioverter defibrillator. Analysis of device image found the device went into backup mode due to a memory corruption. The cause of the memory corruption issue was consistent with a component failure.

Event description:
It was reported that the patient presented in-clinic due patient notification. Upon review, the implantable cardioverter defibrillator was found to be in the back-up mode. No patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the device was explanted and replaced on 1 february 2022. No patient consequences.